Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues.  Patient said they noticed at the first of october just a little while ago, that they started having trouble with their bladder ,they think the stimulator is not working, acting up, going whacky .they said they tried to use the programmer but could not get it to work. Worked with patient and their spouse to ensure there were new batteries in the programmer and tried to synch with the ins with and without the antenna but callers reported poor communication despite repositioning and trying several times. Reviewed the issue may be due to normal battery depletion. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep) reporting that the patient was directed to the healthcare professional (hcp) in spokane, wa for a follow up to decide if their battery needs to be replaced or not. It was unknown what the cause of the event was. It was noted that it was likely normal battery depletion. Patient has been referred to an interstim hcp in (B)(6) on (B)(6) 2021 as patient needed to be evaluated by an interstim hcp. No surgery has been scheduled yet. Additional information was received from the patient. They called and said they received a letter asking about when the device was replaced. They said the device had not been replaced yet, and now due to the weather, they would not be able to schedule anything until spring, as they said the healthcare provider was located 125 miles away, and they were completely snowed in. They were redirected to at least consider contacting the healthcare provider office to ask how far they were scheduling appointments, and check if they could schedule way in advance. The patient stated the 'box' was still in their back, and had been since 2010. It had not been working.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.